Event description:
A surgeon reported that a patient developed endophthalmitis following implantation of an intraocular lens (iol). The patient was sent to a retinal specialist. The association between this event and the iol is not known. Additional information has been requested.